Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's next to kin reported that the insulin pump had an error alarm. The customer's blood glucose level was 7 mmol/l at the time of the incident. The customer stated that the insulin pump was not exposed on external temperature. The customer was advised to restart an insulin pump by removing battery for 10 minutes and to wait until pump alarm. The customer was advised to call back if problem continues to occur. The insulin pump will not be returned for analysis.